Event description:
It was reported that the device nurse attempted to demonstrate the vibratory alert on the implantable cardioverter defibrillator, and they were unable to do so. No intervention was performed. All function was normal. And the patient was stable.